Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was dizziness, blacking out, shortness of breath and weakness of legs from the knees down. Telemetry could not be established. When the patient was connected to electrocardiogram cables and the magnet applied, the pacing looked like single chamber pacing but with inhibition as the patient had their own rhythm. The device was eventually confirmed to be at elective replacement indicator. The device was explanted and replaced. It was also reported that the programmer does not always respond quickly to the stylus. The stylus was fixed and the programmer remains in use at the clinic. No patient complications have been reported as a result of this event.